Event description:
The customer reported an issue with meter. Upon investigation, the meter was found to exhibit the memory overwrite malfunction. There was no report of death or serious injury. However, it should be noted the customer reported receiving a reading higher than she felt. She gave herself more insulin which resulted in symptoms of hypoglycemia including diaphoresis, shaking and nausea. She drank orange juice and ate crackers to treat her symptoms. She did not require third party medical intervention.

Manufacturer narrative:
(B)(4). The meter has been confirmed to exhibit the memory overwrite malfunction. Customers and retailers have been informed through the fa16may2006 letter.